Event description:
On (B)(6) 2011, patient underwent aortic valve replacement, mitral valve repair, and bypass grafting x 2 at reporting facility. She was extubated on (B)(6) 2011 and was able to sit in a chair. However, she developed retained secretions and volume overload and was reintubated using suspect medical device on (B)(6) 2011. On (B)(6) 2011, the respiratory therapist noted the cuff on suspect medical device was not holding air. A pulmonologist was notified. Suspect device was removed by pulmonologist. Reintubation with a new et tube was attempted by pulmonologist but was difficult. Pt was supported with bag and mask ventilation with 100% oxygen during reintubation efforts by the pulmonologist. The pt became bradycardic and went into cardiac arrest. CPR was performed. Pt was successfully reintubated, however, on (B)(6) 2011, pt was diagnosed with severe anoxic encephalopathy. On (B)(6) 2011, the family decided to discontinue life support. The pt expired on (B)(6) 2011.